Manufacturer narrative:
The manufacturer previously received information alleging a dreamstation 2 advanced auto CPAP device caused an end user to have sinus issues due to the humidifier plate not heating properly. Medical intervention of prescribed antibiotics was reported. The device was returned to a third-party service center for evaluation. During the evaluation, the device was visually inspected, and the customer's complaint of humidifier won't heat properly was not able to be reproduced due to the device did not recognize the sd card. Multiple error codes were observed during the evaluation. Error e-06 (err_state_machine) which is reboot error due to a failed cpu component. Error e-50 (err_daily_values_corrupt) which a continue level error, and error e-170 (err_bt_reset_tx) which is continue level error due to a failed bluetooth module component. In addition, the pca needed to be replaced. The device was scrapped. The manufacturer has updated section h in this report.

Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device caused an end user to have sinus issues due to the humidifier plate not heating properly. Medical intervention of prescribed antibiotics was reported. There was no report of serious patient harm or injury. The CPAP device was returned to a third-party service center for evaluation, but the investigation is not yet complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.